Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 23 mmol/l. The customer did not provide the symptoms regarding high blood glucose. Customer changed the site and blood glucose went to 7.7 mmol/l. Customer stated that she has called several time about the calibration now and blood glucose calibrations, but need to get some more information about calibrations. The customer stated when the set was removed insulin was coming out, so they were not sure why they had high blood glucose. The customer declined troubleshooting for high blood glucose level and stated that he was fined and will call back if any issue persist regarding high blood glucose. The insulin pump was not returned for analysis.